Manufacturer narrative:
The reported event was the suture sleeve movement. A complete lead with two stylets was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. The suture sleeve diameter measurement was performed. The inner diameter and the outer diameter of the inner circle suture sleeve was found to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that there was movement on the suture sleeve of the right ventricular (rv) lead. The rv lead was removed and replaced. The patient was in stable condition.